Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Event description: a 'ncircle tipless stone extractor' (rpn: ntse-022115-udh; lot number unknown) was returned to cook for evalutaiton. Upon inspection of the returned device, it was noted that the basket would not open/close. This complaint was opened to capture the issue with the returned device. The customer is unable to provide further information. Investigation - evaluation: a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of manufacturing instructions, the instructions for use (IFU), and quality control procedures. One ncircle tipless stone extractor was returned and investigated. The handle did not actuate basket formation. The support sheath was partially separated 3 mm from the handle connector cap. The support sheath was also bowed. The basket sheath was smashed at 5mm and 10m from the distal tip. The handle was disassembled during investigation, the proximal end of the basket assembly was observed to have multiple bends. A review of the device history record could not be completed due to lack of lot information from the user facility. A review of complaint history records could not be completed due to lack of lot information from the user facility. A review of manufacturing procedures found controls to be in place, all extractors are verified to assure the basket opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of complaint file and quality control documents did not provide evidence to support that the device was manufactured out of specification or to suggest items in the lot or similar devices in the field or in house are nonconforming. The instructions for use (IFU) does not provide any information related to the reported issue. A cause of the complaint cannot be established as there is no information related to how the device was used or became damaged. Per the quality engineering risk assessment, no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. G4: PMA/510(k) number = exempt. H3: device evaluated by mfg = other (81) - device evaluation has begun; however, a conclusion is not yet available. Device has been returned and preliminary evaluation has been performed, however, our investigation is ongoing and device evaluation summary will be included in our follow up report once our investigation has been completed. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
A 'ncircle tipless stone extractor' was returned to cook. Upon inspection of the returned device it was noted that the basket would not open/close and this complaint was opened to capture the issue with the returned device. The customer is unable to provide further information.